Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device logs on the date of the event suggests the device was powered down via a button press. The device log does not identify any unsolicited shutdowns on or around the time ofthe event. The battery log has no additional information that would suggest a fault occurred. The device was fully evaluated, stressed, and introduced to vibration to no avail. The device appears to be functioning to specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient during transport (age & gender unknown), the device inappropriately shut down. The device was unresponsive to turning on for about five minutes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.